Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to clean the speaker holes, remove and reconnect the cartridge, and wait to resume insulin. After these actions, insulin delivery was successfully resumed and the alarm did not recur. Technical support provided prevention tips for future altitude alarms.